Event description:
Philips co, respironics , makes a CPAP machine, remstar 150, to treat sleep apnea, a sleep disorder. The machine has a defect at the air inlet, that allows the air filter to fit flush against the inlet hole, reducing the amount of air allowed into the machine, reducing the outlet air pressure, and volume. There is a fine filter that fits this machine made by (B)(4), that has a (B)(4) backing, that when used with this machine. The filter blocks the inlet hole by about 60 to 70% causing the patient not to receive the proper pressure needed to breath while sleeping. Which in turn causes sleep apnea.